Manufacturer narrative:
Complaint sample was evaluated and the reported event for the broken device was confirmed. The product shows signs of wear and was manufactured in 2003. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by zimmer.

Event description:
It was reported during an unknown patient procedure that the end fo the device snapped off when the surgeon went to ream. Procedure was completed with no delay in surgery. No adverse events reported.